Event description:
Reported as "leak of tubing access port."

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a strain relief. Analysis of the device noted an opening of the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not betwen the stainless steel connector and the band). The opening appears to have been caused by a sharp instrument. This opening may have been the cause of the leakage. A breakage was noted in band tubing which appears to have been caused by a sharp instrument. This breakae may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakae as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing.